Event description:
It was reported the patient's low reservoir alarm has sounded. It was believed the alarm was set for 1ml. The hcp planned to refill the pump (B)(6) 2013 as the hcp was not available the next day. They were not able to aspirate any fluid from the reservoir as ¿there's none to withdraw." They planned to increase the patient¿s oral medication. The patient was not experiencing any symptoms from loss of therapy. The pump was delivering baclofen. It was later reported the patient would be filled the next day to avoid under dosing.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 85 96sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8590-1, lot# n298124, implanted: (B)(6) 2012, product type accessory. (B)(4).